Manufacturer narrative:
The technician replaced the broken shoulder bolt to repair the bed.

Event description:
Information received indicates, the shoulder bolt that secures the foot section lift arm to the intermediate frame broke and the right end of the bed is leaning. The bed is out of service in a storage area and there were no injuries reported.